Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/11/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the leg on (B)(6) 2016. Skin reaction was described as a red bump with scars over it. Reaction was located on the leg, under the sensor insertion site. Affected area was treated with alcohol wipes. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.